Event description:
It is reported that the patient who got hemodialysis catheterization 1 year ago visited hospital for hemodialysis on (B)(6) 2012. While the hemodialysis was conducted the cuff got separated from catheter.

Manufacturer narrative:
The complaint of a detached surecuff/heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/ surecuff exhibits a blood and tissue residue imbedded in the dacron material of the surecuff. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.